Event description:
It was reported that the insulin pump alarmed calibration error and change sensor. The customer stated that the sensor had been inserted for one and a half days. Their blood glucose was 143 mg/dl. Bad sensor alert occurred after a second consecutive calibration error. In the morning of the phone call, the customer's blood glucose was 60 mg/dl, so the customer ate breakfast. The blood glucose was 116 mg/dl and the sensor glucose was 50 mg/dl, so the customer performed calibration, again and got the second calibration error. They stated that all night the insulin pump kept alarming low blood glucose of 50 mg/dl, but their actual blood glucose was 146 mg/dl. The insertion sit of the sensor was bruised. The customer removed the sensor and it was not damaged. During the phone call the customer's blood glucose had decreased from 93 mg/dl to 69 mg/dl. The customer was advised to change their sensor and was provided with information and assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was tested and it passed per specifications with accurate readings.